Event description:
Complainant alleged that while attempting to treat a (B)(6) female pt, the device displayed a "internal error occurred- system reset required" message. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll med corp has not received the device for evaluation and this complaint is still under investigation.